Event description:
It was reported that the patient underwent an umbilical hernia repair on (B)(6) 2014 and mesh was implanted. On (B)(6) 2014, the patient experienced a bowel obstruction. When the patient underwent an exploratory laparoscopic procedure, it was found that the small bowel had adhered to the mesh remnant on the abdominal wall and a small bowel resection with anastomosis was performed. Additional information has been requested.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent an umbilical hernia repair on (B)(6) 2014 and mesh was implanted. On (B)(6) 2014, the patient experienced a bowel obstruction. When the patient underwent an exploratory laparoscopic procedure, it was found that the small bowel had adhered to the mesh remnant on the abdominal wall and a small bowel resection with anastomosis was performed. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This report is a 30 day initial report, sent as a follow up 1 due to emdr duplicate error.